Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a black area on the screen in ultrasound images was confirmed due to damage on ultrasonic probe. The device evaluation found the reportable malfunctions identified in b5: forceps elevator had foreign material, and tip holder adhesive peeled off. The following non-reportable findings were found during evaluation: displayed ultrasound image had missing elements due to damage on ultrasonic probe, water tightness was lost due to wear of forceps control lever, connecting tube had a scratch, connecting tube had a dent, objective lens had a scratch, light guide cover glass had a scratch, acoustic lens was damaged, paint on air/water cylinder was peeled, control unit had corrosion due to water leakage, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, adhesive on bending section cover was detached, upward/downward angulation control knob could not be locked securely due to wear of forceps elevator lever, bending angle in up direction did not meet the standard value due to wear of angle wire, switch 3 had a cut, and there was a chip in adhesive area between acoustic lens and ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had a black area on the screen in ultrasound images. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: forceps elevator had foreign material, and tip holder adhesive peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the forceps wire was identified as inorganic oxide. Physical damage was noted at the tip of device. The blacked out portion of the image was caused by physical damage due excessive force. There were no reported deviations from reprocessing steps. A definitive root cause of the foreign material in the device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Do not forcibly hang the angle, operate the angle suddenly, pull or twist it with the angle engaged. Damage to the body cavity, bleeding, or perforation may occur. Angles may not return during the inspection.¿ olympus will continue to monitor field performance for this device.